Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history lot review is pending.

Event description:
The event involved punzón chemoclave para bolsa/botella con filtro de venteo, where it was reported at the hospital of day oncology, it was stated that when unpacking the bag, it was found to be damp and when placing the treatment bag in a vertical position, it was observed that there was a leak in the insertion area of the white and blue area of the punch, with constant dripping of cytostatic. The event occurred during patient use. There was no patient harm or need for medical intervention.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.